Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information received, it was reported that there was no adverse consequence to the patient. Loss of inner cylinder the customer does not want to provide additional information about this pc. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the cordcutter device did not have an inner cylinder. There was no procedure nor patient involvement reported. No additional information was provided.